Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer needed maintenance. A field service engineer instructed the customer to reboot the machine, turn off the power switch when the screen went black, leave it off for a few minutes, and then turn the machine back on. The system functioned as intended after the field service engineer assisted the customer to repair the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es drawer 2.1 required maintenance. The customer stated this malfunction occurred when the user was tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.